Manufacturer narrative:
Product analysis #(B)(4) :¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0260in mandrel ¿ as found condition: the pipeline flex shield and phenom 27catheter were returned inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the tip coil appeared to be damaged. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. Bends were found at 25.3cm from the proximal end of the pushwire. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 2.6cm to 15.4cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "resistance during delivery" and ¿catheter resistance¿ were confirmed as the returned pipeline flex shield was stuck inside the phenom catheter. From the damages seen on the catheter (accordioning), braid (fraying), pushwire (bending), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex shield through the phenom 27 catheter against resistance. However, the cause of resistance could not be determined. The customer report of "failure to open at the distal end" was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. The damage to the ends of the braid is possibly the results of the physician re-sheathing the device more than recommended two times. However, the cause of failure to open could not be determined. Possible cause includes damaged braid. Per our instructions for use (IFU): ¿the system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unknown healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the phenom catheter encountered resistance and the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery- posterior communicating artery with a max diameter of 8 mm and a 5 mm neck diameter. The landing zone was 3.5 mm distally and 4 mm proximally. It was noted the patient's vessel tortuosity was moderate. It is unknown if dual antiplatelet treatment was administered. Postoperative findings related to blood flow imaging showed no issues. It was reported that the phenom27 150 cm was induced to the target site, and deployment was initiated, but during deployment, a stronger resistance than usual was felt in the wire operation. It continued to be deployed several times as is, however, a strong resistance continued, so it was removed. It was reported there was catheter resistance or stuck in the distal shaft. The pipeline was not stuck. It is unknown if there as catheter damage. There was no damage to the delivery pusher. It was reported there was deployment failure in the distal section of the pipeline. The pipeline was positioned in a distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed three or more times. There was no operation performed such as using another device to deploy the stent. The stent was removed from the patient's body by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The pipeline was prepared as indicated in the package insert. The catheter was flushed with heparin-added saline solution during the procedure. No health damage present.